Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup operation and loss of telemetry. On (B)(6) 2015 the device was explanted and replaced. The patient was in stable condition post surgery.